Event description:
The hospital reported that during an endoscopic vein harvesting procedure, open heart had an evh 7mm extended length endoscope s/n (B)(4) that is cloudy and they cannot use it. They are looking to get it serviced and/or replaced. Scope is currently under warranty until 01/20/2022. Opened new scope to complete the procedure. No injury to patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual: (10/13/22). The device was returned to the factory for evaluation on 01/12/2022. An investigation was conducted on 02/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the device. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be cloudy. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Event description:
N/a.